Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time

Event description:
Parts at tip of electrode came off. No harm to patient. Surgery was completed with new electrode. Additional information received form the affiliate reported a surgical delay of 2 to 3 minutes occurred due to the event. It was also reported that the type of procedure in which the event occurred is unknown and surgery site was thoroughly rinsed; all parts have been retrieved.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that parts at tip of electrode came off. The device presented anomalies (broken) in the white ceramic around of the tip. The handle, cable, and plug does not show any signs of damage. The device will be sent to supplier for further investigation. Supplier evaluation result for vapr clplse90 electrode w hand cntrls: the device has not been returned in its original packaging, one of the corners of the ceramic has broken off. The missing section not returned, the active tip is in a used condition, with evidence of debris on and in the active tip, the remaining section of ceramic has evidence of contact marks (black marks on surface), residue visible in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical and functional test were unable to complete due to device damage. Summary: inspection of the returned device established that a large section of the ceramic had broken away. The visual inspection of the device could not establish a root cause for the failure. There were marks on the remaining section of the ceramic from contacting another surface. The shaft of the device is not distorted which could have suggested excessive force or the device was dropped. It is possible that the ceramic component had a fault prior to activation, although once again this cannot be confirmed from the evidence presented. Further investigational work should be performed in attempt to discover root cause. From our initial investigation we were able to confirm the reported defect that parts of the electrode tip came off as a large part of the ceramic had clearly broken away. The exact root cause of the failure mode remains as unknown at this stage. It may be possible that the broken ceramic has been caused by a defect within the ceramic component however this cannot be confirmed and a CAPA request (cr-301444) has already been initiated to investigate this failure mode further in an effort to determine root cause. This CAPA is still in the root cause phase. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.